Event description:
It was reported that during a donor nephrectomy procedure, the buttons on the right side were not performing, but the left side was okay. The case was completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.